Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial test=1.5, 1st repeat=2.4, 2nd repeat=error 114, 3rd repeat=error 411.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Inratio precision data provided by end-user: date: (B) (6) 2010. 1st inr= 1.5, 2nd inr= 2.4, mean=1.95, sd= 0.42, %cv= 32.64. Since 32.64% cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. Previous investigation on strip lot 216969 was performed for another complaint. (B) (4). Data analysis of cv% calculation from comparison test data provided by end-user revealed precision criteria was not met in for this set of data. No product is expected to be returned. Precision test done on a former complaint indicated no product deficiency was established in retain strips. There is insufficient information to determine the root cause. As of 02/26/2010, 15 discrepant results complaints were reported for lot #216969 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Two therapeutic donors were tested using strips from the lot number referenced in the complaint and three inratio meters. (B) (4) for each pair of replicates for each sample on strip lot 216969, mean and standard deviations were calculated. In-house test results have 1.68% and 4.55%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on in-house meters. No further investigation will be pursued. No corrective action required at this time as no product deficiency was established.